Event description:
An optometrist reported a case of corneal abrasion/loose epithelium, observed in the patient's right eye after (prk)photorefractive keratectomy enhancement. The reporter indicated the patient was started on artificial tears. Patient complained of tearing, blur and photophobia. The reporter indicated the abrasion/loose epithelium healed and the reported symptoms were relieved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).